Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead failed to capture. The reported lead was not installed and the procedure was completed on (B)(6) 2024 with an alternative lead. The patient was in stable condition.